Event description:
It was reported that battery of the cardiosave intra-aortic balloon pump (iabp) would not charge. It is unknown under which circumstance this event occurred or whether a patient was involved. However, no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date.

Manufacturer narrative:
A getinge clinical support specialist visited the customer¿s site and evaluated the cardiosave batteries for the reported battery charging issue. The getinge representative checked the battery charge indicator on the battery and it indicated a full charge. The getinge rep advised the cath lab manger of the findings and placed the battery back into the cardiosave battery bay. It was reported that shortly after, while the iabp was plugged-in, the battery was showing only four (4) lights and indicated that the battery was charging. At this point, the getinge rep was no longer assured that this was not a pump issue also. The getinge rep and the manager called the facility¿s bio-medical department to have the biomed come to the lab to see the charging issue. It was later reported that during the evaluation, the getinge rep discovered that the batteries were not fully charging. The getinge representative placed the suspected battery in two different cardiosave units to see if the battery bay of the unit was bad or if the battery itself was faulty; and subsequently, the facility¿s biomed was able to diagnose the problem to the battery. New batteries were shipped directly to the customer and the iabp unit was cleared for clinical use.

Event description:
It was reported that battery of the cardiosave intra-aortic balloon pump (iabp) would not charge. It is unknown under which circumstance this event occurred or whether a patient was involved. However, no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the batteries of the cardiosave intra-aortic balloon pump (iabp) would not charge. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.